Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra smart meter was reading inaccurately high. The medical affairs specialist sent follow up questions to the technical service representative (tsr) to ask the pt. The pt stated that about four weeks before placing the call to lifescan at around 9 pm, he experienced symptoms of hypoglycemia and was admitted to the hospital. He stated he thought readings have been higher since then. Before going to the hospital, he felt "prickling in his belly." His hypoglycemic symptoms were unknown. When the hospital tested the patient's blood sugar, they reportedly obtained a result of 70 mg/dl on his meter and 30 mg/dl on their meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30 mg/dl. The pt is on an insulin pump to manage his diabetes and takes additional humalog at about 8:30 am, noon, 7 pm, and 10-11 pm everyday depending on his reading. For every 100 mg/dl, the pt takes 5-6 units of humalog. He reportedly ate his normal amount of food the day he went to the hospital and said his blood sugar varies from about 300 to 550 mg/dl in a typical day. He doesn't know what amount of insulin he took or, the reading he got prior to experiencing symptoms and going to the hospital. The pt refused treatment at the hospital and felt better the following morning. The physicians in the hospital tried to adjust the patient's medication regimen, but he reportedly did not accept their suggestions and did not change his regimen. The pt states that before the time he went to the hospital, he no longer developed symptoms when his reading was 40 mg/dl or lower. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The meter was set to the correct unit of measure and calibration code number. This complaint is being reported because it is unknown when the meter may have read inaccurately high, what amount of insulin the pt took before he went to the hospital, and whether the meter reading prompted the pt to take an incorrect amount of insulin, due to the reported issue.